Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented foreign objects in the j-tube and a burned c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: j-tube has foreign objects was due to: cause not established. C-cover has a burn was due to the use of high-frequency endo therapy accessories without maintaining sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.